Event description:
It was reported that the pump malfunctioned, but no notable events occurred prior to this issue. The impact on the customer's blood glucose level was not disclosed. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.